Manufacturer narrative:
The baxter technician found the solenoid valve needed to be replaced. Per the baxter service manual the totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Test the head section slide pivots, self-lubricating bearing, and slider pivot extrusions. Look for damage and make sure the head section operates correctly. Replace components as necessary. A search of the baxter maintenance records showed baxter performed preventive maintenance on this bed on jul 29, 2025. It is unknown if the facility performed any other preventive maintenance on this bed. The technician replaced the solenoid valve to resolve the reported event. Based on this information, no further action is required.

Event description:
On (B)(6) 2026, a customer contacted technical service to report that totalcare bariatric capital (product code p1840dca000010, serial number (B)(6)), had the head of the bed not raising. This occurred after patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported.